Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2020-00741 section b. Box 4. Date of this report; section g. Box 4. Date received by manufacturer.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the penumbra clinical team on 02 jun 22: 1. Section b. Describe event or problem.

Event description:
The patient was undergoing a medical procedure in the tibioperoneal trunk using an indigo system aspiration catheter 8 (cat8), an indigo system separator 8 (sep8), a non-penumbra sheath, a non-penumbra catheter, and a guidewire. During the procedure, the physician advanced the sheath over the guidewire and the patient was fully heparinized. The bypass was selected using the guidewire and uni-fuse, and an angiogram confirmed that the devices were situated in the lumen. The cat8 was then introduced and suction thrombectomy was performed within the proximal bypass. However, the cat8 would not track past the first few centimeters of the bypass and kinked while attempting to reach the thrombus. Therefore, the cat8 was removed. The treatment plan was switched to thrombolytic and the procedure was completed using the same uni-fuse catheter, the same sheath, and 2 mg of tissue plasminogen activator (tpa). There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a medical procedure in the tibioperoneal trunk using an indigo system aspiration catheter 8 (cat8), a non-penumbra sheath, a non-penumbra catheter, and a guidewire. During the procedure, the physician advanced the sheath over the guidewire and the patient was fully heparinized. The bypass was selected using the guidewire and catheter, and an angiogram confirmed that the devices were situated in the lumen. The cat8 was then introduced and suction thrombectomy was performed within the proximal bypass. However, the cat8 would not track past the first few centimeters of the bypass and therefore, it was removed. It was also reported that the penumbra catheter had become kinked. The procedure was completed using the same non-penumbra catheter, the same sheath, and 2 mg of tissue plasminogen activator (tpa). There was no report of an adverse effect to the patient.